Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure outside the patient to treat an atrial fibrillation (a fib) aspirated air. After this faradrive steerable sheath was unpacked, the operation was checked, and flushing was performed with heparinized saline solution, prepared properly and inserted inside the patient. When a reverse blood flow was withdrawn using a syringe with lock from the side port of the faradrive steerable sheath, air was withdrawn more than usual. The physician pointed out that the valve was defective, so it was replaced. After that, it was able to be used without any problem. The procedure was completed without patient complications. The sheath was discarded.